Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 412.216s, lot: 6l69509, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: february 13, 2020, expiry date: february 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Picture review: the provided picture does not allow for any determination of the root cause and the narrative (varus collapse) cannot be conclusively assessed by customer quality (cq). However, because the patient had to undergo a revision surgery this complaint is considered as confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for a femoral neck fracture (pauwels). On (B)(6) 2020 it was confirmed that the varus started and on (B)(6) 2020 it was confirmed that the varus had progressed. On (B)(6) 2020 the patient underwent a revision surgery to remove the femoral neck system (fns) and performed a bipolar hemi-arthroplasty (bha). The surgery was completed successfully without any surgical delay. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 44mm-sterile. This is report 4 of 5 for (B)(4).